Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels. Customer declined troubleshooting and declined to provide any additional information regarding the reported issue.